Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The user's blood glucose (bg) level ranged from 300 mg/dl to 350 mg/dl. The user addressed bg level with a bolus and reported changing out the supplies. Recommendation was made for the user to prime the tubing to remove air.